Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 100-200mg/dl, syncope, swollen face, and a bump on the head. The cause of syncope and elevated bg was unknown. Subsequently, customer was hospitalized. Reportedly, the customer was released on (B)(6) 2020 with no permanent damage.